Event description:
Customer reports the release button of the softclix lancet remains yellow. No accidental needle stick occurred. No adverse event reported. Upon evaluation by the manufacturer, it was confirmed the lancet does not retract. The customer did not provide the location where the malfunction occurred. Requested return of suspect device and replacement was sent.